Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port had come loose. The user was able to resecure it but states it still feels loose. There was no reported patient involvement.